Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance warnings and a possible fracture and the left ventricular (lv) lead had impedence warnings, high thresholds and a possible fracture. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 694965 lead, implanted: (B)(6) 2006; 407652 lead, implanted: (B)(6) 2006. (B)(4).